Manufacturer narrative:
Clinical review: there is a temporal relationship between the event of peritonitis with subsequent hospitalization and pd therapy utilizing the liberty cycler set. Per the pdrn the patient does not practice aseptic technique and attributes that in combination with an unsanitary living condition as the cause of the peritonitis. There is no allegation of a malfunction against any fresenius product for this reported event and there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that the patient was admitted to the hospital for peritonitis on (B)(6) 2018 and discharged on (B)(6) 2018. The patient was then admitted again on (B)(6) 2018 for peritonitis. Follow up with the patient¿s peritoneal dialysis confirmed the two hospitalization events for peritonitis. The peritoneal dialysis nurse reported that the patient¿s living conditions are unsanitary and the patient does not practice aseptic technique while setting up for treatments which is reportedly the cause for the peritonitis. Additional information was solicited and received. The patient was admitted to the hospital on (B)(6) 2018 and diagnosed with peritonitis (signs/symptoms unknown).there is no documentation of culture results or treatment received during the hospitalization. A computed tomography (CT) of the patient¿s abdomen and pelvis showed cholelithiasis and possible bibasilar infiltrates, possible pneumonia. However, there is no listed diagnosis stating that the patient was found to have pneumonia. The patient was discharged (B)(6) 2018. No further details have been provided for this event.

Event description:
"."

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.